Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporting contact: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved an unspecified tego connector. The tego's outer membrane tore during routine hemodialysis use. The tego was replaced without incident. The client expressed that this was a nuisance to have to stop treatment and start over after replacing the tego for a new one. There were no adverse events, injuries or property damage associated with this complaint. There are 8 occurrences associated with this reported complaint record.

Manufacturer narrative:
Four used list #d1000, tego¿ were returned for evaluation; and no mating device was returned. The top of seal from the sample #2 (out of the four samples) was observed to be torn and collapsed; no damage on the device's post was observed. No visible occlusions and no anomalies were observed on the rest of the tegos, complaint of membranes tearing can be confirmed. The probable cause is unknown. The device history record was reviewed and no discrepancy, anomalies or non-conformances were found that might be related with the condition observed in this complaint. D9 - date returned to mfg: 29may2024.

Event description:
Additional information was received by the customer indicating that the device's item number is d1000 and the lot number is 13794982. This complaint reflects four occurrences of the same reported failure.